Event description:
Baxter reports a transfer set with a broken clamp. The transfer set had been in use for 4 weeks. Noted during use. No patient injury or medical intervetnion was reported per baxter affiliate.